Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter wanted to replaced her animas insulin pump as her blood glucose has been elevated from mid 200's mg/dl to mid 500's mg/dl for the past 2.5 months while utilizing the animas insulin pump to manage her diabetes. In addition, the patient claimed her ha1c is greater than 12. Reportedly, on (B)(6) 2011, the patient was treated for a blood glucose result of "502 mg/dl" with 11 units of bolus. Subsequently, the patient's blood glucose came down to "416 mg/dl." At the time of concern, the patient did not have any symptoms. The patient's insulin regimen was changed at the doctor's office. Her endocrinologist took the patient off of the animas insulin pump and started the patient on back-up insulin syringes. Her blood glucose has been stabilized between 100 mg/dl - 150 mg/dl ever since her insulin syringes treatment. During troubleshooting, the animas healthcare representative confirmed the animas insulin pump is working accordingly. The subject product was replaced per the recommendation of the patient's doctor. This complaint is being reported because the patient claimed her blood glucose was elevated for a prolong period of 2-3 months with ha1c of over 12 while her diabetes management was based on the animas insulin pump.